Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer checked and confirmed the pressure at the port a4 and b4 are at 11 psi. The customer carried out slight adjustment to make air-oxygen regulator pressure differential within 2 cmh2o. But still the fio2 alarm is activated. The customer measured the fio2 with external analyzer and noticed big variations. Photograph of the ventilator was also provided. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator is giving high fio2 alarm. There is no patient involvement on the associated event.